Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported that during a laser assisted cataract extraction with intraocular lens implant procedure, the patient experienced a posterior capsule (pc) tear. A vitrectomy was performed. An anterior chamber intraocular lens was implanted.

Manufacturer narrative:
The report is a duplicate of MDR 2028159-2016-01295 and was sent in error. (B)(4).